Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure when dilatation of the lesion was performed, it was noticed that the balloon did not inflate. The physician confirmed that the balloon ruptured when checked outside the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported.